Event description:
It was reported via repair work order that the serving trays were broken resulting in sharp edge being exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.